Manufacturer narrative:
Dermal resurfacing is considered off label and is not included in the intended uses of the device involved. A letter was emailed to the customer regarding off label use of the device for dermal resurfacing that included risks to the patient.

Event description:
In the united states, the patient presented with a hypertrophic scar over the jawline approximately 3 cm by .5 cm due to a burn that appeared after a dermal resurfacing procedure. The doctor treated the patient with conservative therapies including steroid injections. Dermal resurfacing is an off label use of the device. There was no reported malfunction of the device.